Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and cystitis ("bladder infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2017. At the time of the report, the device dislocation, perforation, cystitis, pelvic pain and back pain outcome was unknown. The reporter considered back pain, cystitis, device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was withdrawn in approximately three separate pieces"), device dislocation ("migration of implant/migration of essure device location of device: poking out of my tube/ the left-sided essure device is located in the isthmic segment of the left fallopian tube, with a small portion extending into the left uterine horn"), fallopian tube perforation ("perforation of organs/perforation fallopian tube/embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils") and cystitis ("bladder infections") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, oral contraceptive from 2005 to june 2007, bladder incontinence, low grade squamous intraepithelial lesion, vaginitis, hypercholesterolemia, uterine bleeding, thrombosis and deep vein thrombosis. Previously administered products included for an unreported indication: coumadin until august 2007. Concurrent conditions included anxiety, hyperlipidemia, vulvovaginal candidiasis, flank pain, abdominal cramps, kidney stone, dysuria, tonsillectomy, right lower quadrant pain, perineal pain, prolonged menses, pain abdominal, post coital pain, irregular menstruation, dizziness, genital haemorrhage, menses irregular with excessive bleeding, cervix inflammation, endometriosis of uterus, hives, allergic reaction to antibiotics, itching, upper respiratory infection and dysmenorrhea. The patient also had a family history of hypercholesterolemia. Concomitant products included sulfamethoxazole;trimethoprim (bactrim) since (B)(6)2016 for bladder infection, ciprofloxacin betain (cipro) for urinary tract infection, nystatin;triamcinolone for vulvovaginal candidiasis as well as ibuprofen and ibuprofen (motrin) since (B)(6)2016. On (B)(6)2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"). In january 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On (B)(6)-2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion medically significant), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with robotic assistance, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, cystitis, pelvic pain, female sexual dysfunction, dyspareunia and weight increased outcome was unknown and the back pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 138 lbs. On (B)(6)2017, (B)(6)2017, patient underwent bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Surgical pathology report: the specimen labeled bilateral tubes consists of two undesignated fimbriated fallopian tubes, 5.7 and 7.5cm in length with average diameter of 0.4 cm. Embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils. The cut surface of the tubes was fibrous. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)-2008: total bilateral occlusion. Pathology test - on (B)(6)2017: bilateral fallopian tubes, salpingectomy - complete cross section present -- two metallic coils gross description: the specimen labeled bilateral tubes consists of two undesignated fimbriated fallopian tubes, 5.7 and 7.5cm in length with average diameter of 0.4 cm. Embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils. The cut surface of the tubes is fibrous.. Pregnancy test - on (B)(6)2008: negative. Ultrasound scan vagina - on (B)(6)2015: result: evaluate uterus, endometrial cavity, and adnexa. Uterus is anteverted endometrial cavity appears to be homogeneous. Right ovary appears to be unremarkable. Left ovary contains a cyst versus two cysts. No free fluid is seen.; on(B)(6)2016: result: uterus is anteverted. Endometrial cavity appears to be homogeneous. Right ovary appears to be within normal limits. Left ovary appears to be within normal limits. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain, dyspareunia, abdominal pain, menorrhagia, dysmenorrhea, back pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was withdrawn in approximately three separate pieces'), device dislocation ('migration of implant/migration of essure device location of device: poking out of my tube/ the left-sided essure device is located in the isthmic segment of the left fallopian tube, with a small portion extending into the left uterine horn'), fallopian tube perforation ('perforation of organs/perforation fallopian tube/embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils') and bladder prolapse ('bladder or urinary problems or changes: stress urinary incontinence with grade ii prolapse') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraceptive from 2005 to (B)(6) 2007, body mass index normal, bladder incontinence, low grade squamous intraepithelial lesion, vaginitis, hypercholesterolemia, uterine bleeding, thrombosis and deep vein thrombosis. Previously administered products included for birth control: aygestin from 2007 to 2008; for an unreported indication: coumadin until (B)(6) 2007. Concurrent conditions included anxiety, hyperlipidemia, vulvovaginal candidiasis, flank pain, abdominal cramps, kidney stone, dysuria, tonsillectomy, right lower quadrant pain, perineal pain, prolonged menses, pain abdominal, post coital pain, irregular menstruation, dizziness, genital haemorrhage, menses irregular with excessive bleeding, cervix inflammation, endometriosis of uterus, hives, allergic reaction to antibiotics, itching, upper respiratory infection and dysmenorrhea. The patient also had a family history of hypercholesterolemia. Concomitant products included sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2016 for bladder infection, ciprofloxacin betain (cipro) for urinary tract infection, nystatin;triamcinolone for vulvovaginal candidiasis as well as ibuprofen and ibuprofen (motrin) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In 2016, the patient experienced bladder prolapse (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse),") and stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence with grade ii prolapse"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with robotic assistance, bilateral salpingectomy, cystoscopy and bladder sling surgery on (B)(6) 2019). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, bladder prolapse, cystitis, pelvic pain, female sexual dysfunction, dyspareunia, weight increased, stress urinary incontinence, dysmenorrhoea and vaginal discharge outcome was unknown and the back pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, back pain, bladder prolapse, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, stress urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 138 lbs. On (B)(6) 2017, (B)(6) 2017, patient underwent bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Surgical pathology report: the specimen labeled bilateral tubes consists of two undesignated fimbriated fallopian tubes, 5.7 and 7.5cm in length with average diameter of 0.4 cm. Embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils. The cut surface of the tubes was fibrous. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Pathology test on (B)(6) 2017: bilateral fallopian tubes, salpingectomy. Complete cross section present two metallic coils. Gross description: the specimen labeled bilateral tubes consists of two undesignated fimbriated fallopian tubes, 5.7 and 7.5cm in length with average diameter of 0.4 cm. Embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils. The cut surface of the tubes is fibrous.. Pregnancy test on (B)(6) 2008: negative. Ultrasound scan vagina on (B)(6) 2015: result: evaluate uterus, endometrial cavity, and adnexa. Uterus is anteverted endometrial cavity appears to be homogeneous. Right ovary appears to be unremarkable. Left ovary contains a cyst versus two cysts. No free fluid is seen.; on (B)(6) 2016: result: uterus is anteverted. Endometrial cavity appears to be homogeneous. Right ovary appears to be within normal limits. Left ovary appears to be within normal limits. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain, dyspareunia, abdominal pain, menorrhagia, dysmenorrhea, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: event bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge were added. Medical history, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and cystitis ("bladder infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2017. At the time of the report, the device dislocation, perforation, cystitis, pelvic pain and back pain outcome was unknown. The reporter considered back pain, cystitis, device dislocation, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was withdrawn in approximately three separate pieces"), device dislocation ("migration of implant/migration of essure device location of device: poking out of my tube"), fallopian tube perforation ("perforation of organs/perforation fallopian tube/embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils") and cystitis ("bladder infections") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, oral contraceptive from 2005 to june 2007, bladder incontinence, low grade squamous intraepithelial lesion, vaginitis, hypercholesterolemia, uterine bleeding and thrombosis. Previously administered products included for an unreported indication: coumadin until august 2007. Concurrent conditions included anxiety, hyperlipidemia and candidiasis genital. The patient also had a family history of hypercholesterolemia. Concomitant products included nystatin;triamcinolone acetonide (nystatin w/triamcinolone) for candidiasis genital, ciprofloxacin betain (cipro) for urinary tract infection as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"). In january 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion medically significant), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with robotic assistance, bilateral salpingectomy, cystoscopy). Essure was removed on 4-aug-2017. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, cystitis, pelvic pain, female sexual dysfunction, dyspareunia and weight increased outcome was unknown and the back pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 138 lbs. On (B)(6) 2017, (B)(6) 2017, patient underwent bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Surgical pathology report: the specimen labeled bilateral tubes consists of two undesignated fimbriated fallopian tubes, 5.7 and 7.5cm in length with average diameter of 0.4 cm. Embedded within one of the tube and separate within the container are two elongated portions of coiled silver metal consistent with two essure coils. The cut surface of the tubes was fibrous. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: negative. Ultrasound scan vagina - on (B)(6) 2015: result: evaluate uterus, endometrial cavity, and adnexa. Uterus is anteverted endometrial cavity appears to be homogeneous. Right ovary appears to be unremarkable. Left ovary contains a cyst versus two cysts. No free fluid is seen.; on (B)(6) 2016: result: uterus is anteverted. Endometrial cavity appears to be homogeneous. Right ovary appears to be within normal limits. Left ovary appears to be within normal limits. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain, dyspareunia, abdominal pain, menorrhagia, dysmenorrhea, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : reporter information was added and updated. Patient information was updated. Her historical conditions, concomitant medications and concurrent conditions were added. Lab data was added. Essure insertion/explant date and indication were updated. Were added. Events - perforation fallopian tube (previously reported as perforation of organs), back pain, abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); dyspareunia (painful sexual intercourse); weight gain and abdominal pain were added. Event outcome was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.